Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular high rate episodes possible noise reversion was observed. The right ventricular (rv) lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.